Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), swelling ("swelling"), allergic reaction ("allergic reaction"), genital haemorrhage ("excessive bleeding"), back pain ("lumbar pain"), hypoaesthesia ("numbness of legs"), headache ("headaches"), dizziness ("dizziness"), visual impairment ("visual difficulty"), eye disorder ("tarnished eye"), hot flush ("occasional flashes"), hypersensitivity ("auditory hypersensitivity"), oral discomfort ("mouth burning"), dysgeusia ("hypersensitivity "), vaginal discharge ("vaginal discharge"), amenorrhoea ("amenorrhoea"), abdominal pain ("abdominal pain"), nausea ("nausea"), vomiting ("vomiting"), diarrhoea ("liquid stool") and migraine ("migraines") and was found to have blood pressure increased ("blood pressure increased"). The patient was treated with nolotil [metamizole magnesium] and diclofenac as well as surgery (hysteroctomy & bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, swelling, allergic reaction, genital haemorrhage, back pain, hypoaesthesia, headache, dizziness, visual impairment, eye disorder, hot flush, hypersensitivity, oral discomfort, dysgeusia, vaginal discharge, abdominal pain, nausea, vomiting, diarrhoea, blood pressure increased and migraine were unknown. The reporter considered abdominal pain, amenorrhoea, back pain, blood pressure increased, diarrhoea, dizziness, dysgeusia, eye disorder, genital haemorrhage, headache, hot flush, allergic reaction, hypersensitivity, hypoaesthesia, migraine, nausea, oral discomfort, pelvic pain, swelling, vaginal discharge, visual impairment and vomiting to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging head] (date unknown): two small foci of increased intensity in periventricular white matter". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), back pain ("lumbar pain"), hypoaesthesia ("numbness of legs"), headache ("headaches"), dizziness ("dizziness"), visual impairment ("visual difficulty"), eye disorder ("tarnished eye"), hot flush ("occasional flashes"), hyperacusis ("auditory hypersensitivity"), oral discomfort ("mouth burning"), dysgeusia ("taste metallic"), vaginal discharge ("vaginal discharge"), amenorrhoea ("amenorrhoea"), abdominal pain ("abdominal pain"), nausea ("nausea"), vomiting ("vomiting"), diarrhoea ("liquid stool") and migraine ("migraines") and was found to have blood pressure increased ("blood pressure increased"). The patient was treated with nolotil [metamizole magnesium] and diclofenac as well as surgery (hysteroctomy & bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for pelvic pain, swelling, hypersensitivity, genital haemorrhage, back pain, hypoaesthesia, headache, dizziness, visual impairment, eye disorder, hot flush, hyperacusis, oral discomfort, dysgeusia, vaginal discharge, abdominal pain, nausea, vomiting, diarrhoea, blood pressure increased and migraine were unknown. The reporter considered abdominal pain, amenorrhoea, back pain, blood pressure increased, diarrhoea, dizziness, dysgeusia, eye disorder, genital haemorrhage, headache, hot flush, hyperacusis, hypersensitivity, hypoaesthesia, migraine, nausea, oral discomfort, pelvic pain, swelling, vaginal discharge, visual impairment and vomiting to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging head] (date unknown): two small foci of increased intensity in periventricular white matter". Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain female") and salpingitis ("chronic salpingitis") in a 51 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of cystitis, uterine myoma, depression, anxiety, bronchitis, otitis, lumbalgia, dorsalgia, lumbalgia, kyphosis, pyelonephritis, smoker (half pack), migraine with aura, uterine myomatosis, arterial hypertension, vaginitis, hypermenorrhea, parity 2 and drug allergy (allergy to clamoxil (amoxicillin/clarithromycin).). Previously administered products included: iud nos. Concomitant products included amlodipine, simvastatin, paracetamol, propranolol, orbenin [cloxacillin sodium], varidasa (streptodornase;streptokinase), bactroban [mupirocin], lexatin [bromazepam], captopril, metamizole and ixia (olmesartan medoxomil). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2728 days after essure insertion, she experienced vulval abscess ("vulva absesse"). In 2017 she experienced hypercholesterolaemia ("hypercholesterolemia"), dyspepsia ("dyspepsia") and osteoarthritis ("rhizoosteoarthritis"). On (B)(6) 2018 she experienced dysuria ("dysuria") and abdominal pain lower ("pain in hypogastrium"). On (B)(6) 2018 she experienced migraine ("migraines"). On (B)(6) 2018 she experienced vision blurred ("visual difficulty"). In (B)(6) 2018 she experienced hot flush ("occasional flashes"). In 2018 she was found to have blood pressure increased ("blood pressure increased"). On (B)(6) 2019 she experienced fibrosis ("fibrosis"). On (B)(6) 2019 she was found to have uterine leiomyoma ("myomatous uterus "). An unknown time later she experienced pelvic pain (seriousness criteria hospitalization and intervention required), salpingitis (seriousness criteria medically important and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), back pain ("lumbar pain"), hypoaesthesia ("numbness of legs"), headache ("headaches"), dizziness ("dizziness"), eye disorder ("tarnished eye"), hyperacusis ("auditory hypersensitivity"), oral discomfort ("mouth burning"), dysgeusia ("taste metallic"), vaginal discharge ("vaginal discharge"), amenorrhoea ("amenorrhoea"), abdominal pain ("abdominal pain"), nausea ("nausea"), vomiting ("vomiting"), diarrhoea ("liquid stool"), alopecia ("hair loss"), depression ("depression"), skin disorder ("ocher skin"), impaired driving ability ("difficulty driving"), abdominal distension ("swollen belly"), pelvic discomfort ("pelvic discomfort"), cystitis ("cystitis"), fibromyalgia ("fibromyalgia") and anxiety ("anxiety"). The patient was treated with nolotil [metamizole magnesium] and diclofenac as well as surgery (hysterectomy & bilateral salpingectomy and simple hysterectomy done on (B)(6) 2019). At the time of the report, the headache was resolving. The outcomes for pelvic pain, salpingitis, swelling, hypersensitivity, genital hemorrhage, back pain, hypoaesthesia, dizziness, vision blurred, eye disorder, hot flush, hyperacusis, oral discomfort, dysgeusia, vaginal discharge, abdominal pain, nausea, vomiting, diarrhoea, blood pressure increased, migraine, alopecia, depression, skin disorder, impaired driving ability, abdominal distension, uterine leiomyoma, vulval abscess, hypercholesterolaemia, pelvic discomfort, cystitis, fibromyalgia, fibrosis, dyspepsia, anxiety, osteoarthritis, dysuria and abdominal pain lower were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amenorrhoea, anxiety, back pain, blood pressure increased, cystitis, depression, diarrhoea, dizziness, dysgeusia, dyspepsia, dysuria, eye disorder, fibromyalgia, fibrosis, genital hemorrhage, headache, hot flush, hyperacusis, hypercholesterolaemia, hypersensitivity, hypoaesthesia, impaired driving ability, migraine, nausea, oral discomfort, osteoarthritis, pelvic discomfort, pelvic pain, salpingitis, skin disorder, swelling, uterine leiomyoma, vaginal discharge, vision blurred, vomiting and vulval abscess to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [heavy metal test] on (B)(6) 2019: positive for germanium. [Hysterosalpingogram] on (B)(6) 2009: proven bilateral tubal impermeability. [Magnetic resonance imaging head] (date unknown): two small foci of increased intensity in periventricular white matter". [Stereotactic electroencephalography] on (B)(6) 2012: normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: medical record received. Report received on 18-dec-2023 but date cannot be earlier than most recent follow up thus entered as 22-dec-2023 .new events alopecia , depression skin disorder impaired driving ability, abdominal distension uterine leiomyoma, valval abscess , hypercholesterolemia , pelvic discomfort , cystitis , fibromyalgia , salpingitis, fibrosis, dyspepsia, anxiety, osteoarthritis, dysuria, abdominal pain lower are added. Medical history, lab data, concomitant condition & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.